Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3.2 pocket b6, b3 and a3 were failing.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer reseated and checked all cables and replaced all pockets, however b6 was still failing. The engineer then replaced the cubie tray, but the issue persisted. Subsequently, the controller board was replaced, which resolved the issue, and the customer tested the unit with no further problems reported. The system functioned as intended after the field service engineer repaired the device.